Manufacturer narrative:
Per (B)(4)- initial report. Additional information, including operative notes, patient medical history, leg length discrepancy in mm, when it was identified, what impact on the patient, possibility that stem subsided post op, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate devices details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA.

Event description:
Metafix / trinity revision after approximatively 8 months to correct a leg length discrepancy. Stem, head and liner implants were explanted. Cup implant remained in situ. Left side revision surgery.

Event description:
Metafix /trinity revision after approximatively 8 months to correct a leg length discrepancy. Stem, head and liner implants were explanted. Cup implant remained in situ. Left side revision surgery.

Manufacturer narrative:
Per 4077 - final report. Additional information, including operative notes, patient medical history, leg length discrepancy in mm, when it was identified, the impact and an update on the patient, possibility that stem subsided post op and xrays has been requested in order to progress with the investigation of this event. However, not all information could be provided and thus the scope of this investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, the root cause of the leg length discrepancy cannot be determined and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.